Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn:m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21339997.

Event description:
It was reported that the patient underwent a full spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.

Event description:
It was reported that the patient underwent a full spinal cord stimulator (scs) system explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility. Additional information was received that the reason for explant was due to patient no longer using the spinal cord stimulator (scs) system and was in need of magnetic resonance imaging (MRI).